Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that during administration of medication through smiths medical cadd® administration set, leaking from the air filter was noted. The tubing was replaced. There were no reported adverse patient effects.

Manufacturer narrative:
Date of event: two event dates provided for total of (B)(4) complaints. Not sure as to when which complaints occured on those certain dates. (B)(6) 2018;(B)(6) 2018. One part number provided (21-7394-01) for the four related complaints. Two lot numbers provided (47x639 and 47x712). Not reported as to which lot numbers go with which complaints. Expiration dates per lot number. 47x639: 09/29/2022; 47x712: 11/02/2022. (B)(6). Manufacturing dates per provided lot number. 47x639: 10/19/2017; 47x712: 11/23/2017.

Manufacturer narrative:
One cadd® cadd® administration set was returned in used condition. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in at least one join of the filter with the tubes. Leak testing on the sample was performed using hydrostat vessel. A leak was observed fleeing from the air vent of the filter. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The instructions for use (IFU) was reviewed in order to verify for any condition or caution that could create leaks during the use of the product. Three situations were identified in the IFU that provided caution in the use the product that could create leaks. The most probable root causes include the following: 1) the filter was received damaged from the supplier. 2) the filter became damaged after the product left smiths healthcare facilities.